Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil could not be pushed after about 1cm out of the catheter tip. The target lesion was located in the internal iliac artery. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be pushed after about 1cm out of the catheter tip. The device was removed, and the angiography catheter was withdrawn. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the main coil was detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital . Device evaluated by MFR: the main coil, the pusher wire and the introducer sheath were returned with a non-boston scientific catheter for the analysis. It was observed the main coil stretched, bent and detached at the coil arm section; it was bent and stretched at the middle section. No more damages were observed. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.